Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found issues. The entire stent had moved distally on the balloon with stent struts at the distal end lifted and pulled proximally. As the stent had moved and the stent struts were misaligned it was not possible to obtain an undamaged stent outer diameter. The balloon cones were reviewed, and issues were noted. The balloon wings were not tightly wrapped and evenly folded were the stent had moved and exposed the balloon body. There was no evidence of positive pressure having been applied and crimp marks were still visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the lesion was severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. A 16 x 3.50mm promus premier drug- eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the lesion was severely calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary vessel. A 16 x 3.50mm promus premier drug- eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.